Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x12 mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the tortuous, severely calcified left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal and proximal stent damage. Some of the distal and proximal struts were slightly flared outwardly. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure, performance was limited.